Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information. The additional two asahi fielder wires are being filed under separate manufacturing report numbers. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4): an unused sterile device of the same lot was returned. There was no notable irregularity observed with this guidewire. The reported device was not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the complaint-handling database revealed no indication of a lot specific product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a chronic total occlusion of the leg, after some use, during device removal, from the balloon catheter, the fielder wires met resistance. The resistance was felt to be from the wires and not from the balloon catheter. Once removed, the tip of the wires appeared stretched, but all in one piece. There was no separation of the wire. The wires were replaced with new wires. An asahi confianza pro 12 wire was used to complete the procedure. There was no reported adverse patient effects or a clinically significant delay in procedure. There was no additional information provided.